Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v435850, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. Analysis of the tined lead ((B)(4)) found that the lead body conductor was broken at or near the tines.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) became exposed through the closure site and the action required as a result was explant. No diagnostic testing or troubleshooting was performed as it was not required. It was noted that it was unknown if the product issue was resolved and unknown if the cause of the issue was determined. The patient status was alive with injury of an exposed ins. It was stated that the patient symptoms or complications associated with the event were drainage and incisional wound opening at the device pocket. The patient came into their health care provider¿s (hcp¿s) office on (B)(6) 2014 and they saw the ins was visible from the pocket site. It was reported that they scheduled the patient for explantation on (B)(6) 2014 and the explant was successful. The ins would be returned and was in possession of the hospital. It was noted that the ins was not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the preoperative diagnosis was urge incontinence and foreign body reaction and the postoperative diagnosis was the same.